Event description:
It was reported that a spectrum pump experienced false air-in-line alarms. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of false air-in-line alarms through the history log, but could not reproduce it during evaluation. Evaluation found that the upper and lower readings on the ultrasonic sensor were below specification, which can make the pump more sensitive to air-in-line alarms. The failed ultrasonic sensor was replaced.